Event description:
The sales representative was provided this info in 2008. On an unk date, the patient underwent an initial anterior cervical fusion. Sometime after the surgery, the pt began to experience pain in the esophageal area. The pt underwent revision surgery. It was noted that one of the screws was backing out and pulling the antcer plate with it. The surgeon removed the construct and replaced it with another one.

Manufacturer narrative:
Implant and explant dates are unk. Requests have been made for the return of the product. Device manufacture date is unk. Evaluation is pending upon completed investigation of the product.